Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
The patient was a (B)(6) female with a history of prior tobacco use and copd with poor lung function (fev1 of 26% predicted). The patient was deemed a candidate for bronchoscopic lung volume reduction (blvr) with zephyr valves and after appropriate consents, underwent endobronchial valve placement for geographic emphysema on (B)(6) 2021. She had five valves placed occluding the right upper and right middle lobes. Immediately following the procedure she developed a pneumothorax and a chest tube was placed in the bronchoscopy suite. The lung did not completely re-expand. She underwent CT-guided chest tube placement by radiology on (B)(6) 2021. She still had a persistent pneumothorax and large air leak. Cardiothoracic surgery was consulted and patient underwent a thoracotomy on (B)(6) 2021 with repair of bleb and attempted pleurodesis. Lung was now re-expanded however the chest tube still had a large air leak. Immediately following the placement of the valves, she was treated with nebulizers, antibiotics and steroids. Physical therapy was also seeing her, and she declined physical therapy during the majority of her hospitalization. The physician believed she only participated four times over the course of the hospitalization. Due to persistent air leak, on (B)(6) 2021 she underwent another bronchoscopy with removal of endobronchial valves in her right middle lobe and placement of an additional valve in her right lower lobe to decrease the bronchopleural fistula. Her air leak went from continuous to intermittent. At this point, her lung was up with an intermittent air leak. There was discussion about sending her home with a heimlich valve. She unfortunately continued to make a poor clinical progression. She decided she wanted to conduct a "three day experiment". Over these three days, she refused medications, breathing treatment and continued refusal of pt or getting out of bed unless she saw it as beneficial. Her chest x-ray progressed with respect to infiltrates and her oxygen requirement increased, she underwent another bronchoscopy on (B)(6) 2021 and there was significant mucus production and plugging throughout the airways. Her initial cultures from her first bronchoscopy ((B)(6) 2021) showed haemophilus. At this point, the repeat bronchoscopy ((B)(6) 2021) cultured e coli, strep, and candida. Her respiratory status continued to worsen over her three day experiment and she was moved to the ICU. The treating physician met with the family and explained that she was dying from sepsis and that she needed antibiotics, and they were resumed. The patient was delirious and obtunded at this point; the treating physician offered to intubate her, but her husband and her sister (who is a nurse) were unified in the decision of dni/dnr. Ultimately the patient died from sepsis and acute on chronic hypoxic respiratory failure on (B)(6) 2021. In summary, she had end stage copd with severe impairment, valves were placed to help improve symptoms and quality of life. She was aware of the risk. When she developed the pneumothorax, she could not get over the injury either physically or mentally. She ceased to participate in her care and recovery which led to the sepsis and unfortunate death. The cause of death was noted as acute on chronic hypoxic respiratory failure, sepsis - pneumonia, end stage chronic obstructive pulmonary disease.